Event description:
Pt admitted to outpatient surgical unit for 5fu infusion today via mediport. Attempted to access mediport infusion of 5fu. Three attempts without success. On 3rd attempt nurse drew back clotted "blood sludge." Tpn solution, 3ml unstilled via port and allowed to remain one hour. During initial attempts to access port nurse noted pt experienced pain in right axilla. Certified IV therapy nurse noted on attempted access that instilling normal saline caused burning at sight. She immediately discontinued effort and requested a chest x-ray, suspecting a fracture of the cvc line. X-ray confirm catheter was fractured approx 4 inches beyond port site at level of clavical. The distal end of the catheter was noted to be in the right atrium. Pt was immediately transported to ICU and monitor confirmed bigeminy rhythm. Pt taken to cath lab for removal of catheter from atrium (right side).